Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the device, lymphadenopathy. Phone: (B)(6).

Event description:
Explanting physician reported folds, and rupture of the device diagnosed by ultrasound. The device status is unknown. This record relates to the left side.